Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the source of the sepsis was pneumonia and was unrelated to the device system.

Event description:
It was reported that after implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient developed an infection from an unknown source. The patient was treated with antibiotics, however the patient later passed away. A cause of death of septic shock was provided. The patient was a participant in the adapt response clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.